Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump was repeatedly losing prime over two weeks after the cartridge cap was replaced. The reporter was allegedly able to complete the rewind, load, and prime steps after removing the battery or cartridge. During troubleshooting, the reporter was advised to use a cartridge from a different box and contact animas again if the issue recurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.